Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed hives and an itchy rash due to a nickel allergy. The patient was advised by their physician to end use of the lifevest due to the skin condition caused by the nickel allergy. The patient indicated that after no longer wearing the lifevest and using hydrocortisone cream and unscented lotion that the condition of the irritation had improved.